Event description:
Additional information was provided that indicated that the hematoma had developed at the generator site and was oozing out the incision. The generator was removed and the hematoma which was approximately 50 ml was evacuated. The all surfaces were examined and there was no active bleeding. The generator was returned to the pocket.

Event description:
It was initially reported that the patient developed a hematoma following a recent generator replacement. The patient under went surgery to clean it out. There was no further information that was provided at the time of the report. Good faith attempts have been unsuccessful to date.